Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. A definite cause for the reported difficulty in removing the gripper line cannot be conclusively determined. The reported single leaflet device attachment appears to be due to a combination of patient morphology/pathology and procedural circumstances of the difficulty removing the gripper line, which likely caused increased tension on the clip, such that it detached from the anterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult to remove gripper line and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without issue. The second mitraclip was inserted and grasped the leaflets. The gripper line was tested for removability and no resistance was met during testing. The second mitraclip was deployed, but there was difficulty removing the gripper line, taking approximately five minutes to remove the entire line as it could only be retracted during systole (heart contraction). Approximately thirty seconds after the gripper line was removed, the anterior leaflet came out of the second mitraclip resulting in a single leaflet device attachment. A third mitraclip was implanted to stabilize the slda clip and further reduce the mr. The procedure was completed with mr grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.